Event description:
A doctor's office had alleged that one (1) patient had experienced a possible allergic reaction to the acrylic material in their breathe easy splint appliance with symptoms of dryness of the mouth and lips, with cracking of the lips.

Manufacturer narrative:
The patient discontinued use of the appliance and the doctor prescribed an antibiotic ointment (bactroban cream 2%) for treatment. To date, the patient is doing fine and has fully recovered. A new appliance will be fabricated from a different material for the patient.